Event description:
During a sterniotomy procedure, the tip of the cruciform screwdriver broke when the surgeon was tightening a screw. The broken tip was retrieved from the screw head and surgeon used another screwdriver blade to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for a product development evaluation and all four tips of the cruciform were broken. One tip was broken at the base of the blade and the opposite blade had only the very tip broken off. The other two tips were broken off midway over their length. The blade with only the tip broken was slightly deformed at the fracture site, indicating that it broke while being twisted. The other fracture sites were straight across. There were small areas of brownish residue at various locations on the screwdriver blade. Examination of the returned device indicated that it was inserted off-axis with respect to the screw when it broke. This is evident by the one blade breaking at the base and the other only at the tip, and having evidence of twisting at the fracture site. The blade is intended to be fully inserted into the screw. The screwdriver was acceptable for its intended use. Additionally, a design change was released in march 2010 and changed the material from 440a (B)(4) to 465 to improve the strength and toughness. This complaint is deemed invalid from a design standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).